Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic right hemicolectomy surgery, when severing colon tissue, after fired, noted some staples malformed with irregular shape. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. D4: batch # t5ay9c. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.